Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room after receiving eight shocks. The therapy was found to be appropriate. It was also discovered at this time that the device was nearing elective replacement indicator. The physician then decided to changeout the device. During the changeout procedure, it was found that the left ventricular defibrillation epicardial patch had an insulation breach. A lead end cap was used to modify and cover the exposed area. The lead remains in use. No further patient complications have been reported as a result of this event.